Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/6/2023, it was reported by a sales representative via sems-06023654 that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer, drive shaft were bent and cold fused together. The case was completed with no further details provided. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 9/12/2023: the was discovered during a procedure of rtsa w/ augmented baseplate on (B)(6) 2023. The case was completed when the device jammed on the final reaming of the glenoid. There was no case delay.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was performed on the returned ar-9597-10 and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. Visual evaluation noted that the ar-9676 is stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.